Manufacturer narrative:
Concomitant medical products: 800sr30, heart ring, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all atrial tachycardia/atrial fibrillation therapies had been disabled to a right atrial (ra) lead position check failure. The ra lead remains in use. No patient complications have been reported as a result of this event.